Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels and length of pod wear were not provided. Symptoms reported include hyperglycemia, nausea, headache and achiness. The patient was treated with an insulin drip, IV (intravenous) fluids, and unspecified electrolytes. The pod was removed at the hospital. The omnipod 5 personal diabetes manager reportedly would not respond and was continuously looping. The patient was released 3 days later on (B)(6) 2025. The device has been replaced.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.05. Hardware: n5004l. Cgm sensor type: not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.